Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during an attempt to withdraw blood (routine) from the red lumen of patient's triple lumen cvc, a small drop of blood was noted along the lumen (where clamp is situated). Upon further inspection, the lumen was found to have a small hole. The lumen was immediately clamped above the compromised area and wrapped in gauze.